Manufacturer narrative:
Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 28 jun 2019. The review was performed from the date of manufacture to the present date 25 mar 2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue

Event description:
It was reported that the device had two led segments out. There was no patient involvement.

Manufacturer narrative:
Correction: annex a: a0902; annex g: g07001, g0204002; annex b: b11, b14; annex c: c19; annex d: d14. Additional information: annex a: a25.

Event description:
It was reported that the device had two led segments out. There was no patient involvement.